Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a lamp error: ab appeared on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from the local service engineer, there were damage of the power supply unit of the device. Omsc assumed a potential cause as follows. Since the part of the power supply unit of the device was broken by some cause, the examination lamp of the device did not lighted up, and a lamp error: ab appeared on the monitor. The instruction manual of the device states the corresponding method in case of an abnormality.